Manufacturer narrative:
(B)(4). The event occurred in (B)(6).

Event description:
The customer received questionable high elecsys ft3 ii results for one patient sample from a cobas 8000 e 602 module. The serial number was requested but was not provided. The sample was submitted for investigation was tested on a cobas 8000 e 602 module and a cobas e 411 immunoassay analyzer. Refer to the attachment to the medwatch for all patient data. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. The root cause either relates to a sample specific issue due to improper pre-analytical preparation or to a reagent specific issue such as presence of foam/bubbles on reagent surface or on the system reagents. From the information provided, a general reagent was not likely.